Event description:
Telemetry problem

Manufacturer narrative:
Additional info on report sent 10 jan 97 includes pt expired. However, new device had been implanted by that time and death was not device related. Further analysis of the device revealed a short in the output transistor not the flextape.